Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that during a routine clinic follow-up check cyber security upgrade failed at mid process sending the pulse generator in backup vvi mode. The device was restored successfully. There was no other update to cyber-security performed after the restoration of device. The patient was stable before during and after the device check. The patient will continue with routine follow-ups